Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: did the surgeon attribute the post-op bleed to the stapler? Yes. What was the location of the hematoma? Staple line appendicular artery, hematoma was dry though. What anatomical structure was the (B)(4) device used on? Both appendix and artery was it confirmed prior to firing that no extraneous tissue was included in the jaws distal to the cut line? Yes. What is the current patient status? Assume fine, saw surgeon yesterday and he would have mentioned it if otherwise.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired as intended and patient was closed. On days two and three post-op, the patient presented with pain. On day four, patient still had pain and was brought back for an exploratory laparoscopy. The patient had a hematoma in abdomen but there was no active bleeding found during laparoscopy. The surgeon cleaned the dried blood from abdomen and the staple line of appendectomy looked fine.